Event description:
It was reported that a black substance came out of handpiece during use. There was patient involvement, but no reported adverse consequences associated with this event. Multiple attempts to gather add'l info from the customer were unsuccessful.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.